Event description:
It was reported that the roller clamp of the minicap transfer set was not locking into the notch. There was no damage that was seen on the roller clamp, but the patient was not able to feel any resistance when moving the clamp. The patient was using a non-baxter product to sterilize the connection. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.